Event description:
A female patient reported she experienced tearing, redness and difficulty wearing her acuvue 2 contact lenses following the use of complete moistureplus. She discontinued wearing her contacts and sought medical treatment and was told she had an "eye infection", no culture was performed. She was prescribed "antibiotic drops," later recalled as tobradex. The reporter indicated that the physician did not know the cause of the infection and noted that "the vessels might not be getting enough oxygen". The patient discarded the unit in question; the lot number is not known. She used tobradex for about 2 weeks, her symptoms resolved and she resumed contact lens wear. The patient had used complete moistureplus previously without trouble. Root cause is unknown.

Manufacturer narrative:
Lot number of solution used by patient is unknown, and the manufacturer does not have any patient information that would allow us to further our investigation of lot number and adverse event details. It is unknown if the device failed to meet specifications as we have not received the complaint sample for analysis nor have we received an identifying lot number to perform product investigation. The device was most probably being used for treatment, as this type of device is not typically used for diagnosis. The relationship, if any, of the device to the reported incident/adverse event is unknown. The complainant reported an association between the amo device and the reported event. However, because we have not received the complaint sample for analysis, nor have we received an identifying lot number to guide our testing, we have been unable to determine the relationship.